Manufacturer narrative:
Additional medwatch forms associated with this incident are: MDR number: 3025141-2012-00015, part number: 70-0147. MDR number: 3025141-2012-00016, part number: 70-0229. MDR number: 3025141-2012-00017, part number: ca4140. MDR number: 3025141-2012-00018, part number: ca-4400. MDR number: 3025141-2012-00019, part number: co-3200. MDR number: 3025141-2012-00020, part number: co-3220. MDR number: 3025141-2012-00021, part number: co-3260. MDR number: 3025141-2012-00023, part number: co-3380. MDR number: 3025141-2012-00024, part number: co-3400. MDR number: 3025141-2012-00025, part number: co-3400. MDR number: 3025141-2012-00026, part number: col-3120. MDR number: 3025141-2012-00027, part number: col-3120. MDR number: 3025141-2012-00028, part number: col-3160. MDR number: 3025141-2012-00029, part number: col-3180. MDR number: 3025141-2012-00030, part number: col3180. MDR number: 3025141-2012-00031, part number: col-3200. MDR number: 3025141-2012-00032, part number: col-3380. MDR number: 3025141-2012-00033, part number: ws-1607st. MDR number: 3025141-2012-00034, part number: ws-1607st. MDR number: 3025141-2012-00035, part number: ws-1607st.

Event description:
Patient allegedly rejecting implanted ankle plate and/or other implants.